Event description:
The patient was implanted with hernia mesh t-sling on (B)(6) 2012. Later the patient experienced urinary tract infection, suprapubic pain, pelvic pain, dyspareunia, vaginal scarring and discomfort. Bactrium was prescribed on (B)(6) 2012. A cystoscopy was performed and vaginoscopy was discussed on (B)(6) 2013. A removal of tot sling was performed on (B)(6) 2013. An exam performed on (B)(6) 2013 reveals a pelvic floor muscles are very tight, almost to the point of spasm; discomfort is coming from chronic pelvic floor muscle dysfunction and recommends biofeedback, lortab and maybe benzodiazepines; referred to pain management specialist and pelvic rehab. On (B)(6) 2014 the patient reports pelvic pain continues and is unable to reduce the dosage of pain medication. Diagnosed with chronic vaginitis, diflucan was prescribed on (B)(6) 2014.